Event description:
The pt is a 46 year-old white obese female who had a history of right poland's syndrome with no breast development, no nipple, missing ribs and muscle on the right side. In 4/71, two implants were placed in the right chest for reconstruction using the co implants. The pt did well until the fall of 1990 when she began experiencing increasing headaches, frequent bronchitis, fatigue, shortness pf breath and the development of asthma. She also had muscle spasm in the chest on the right greater than the left as well as in the thighs, lower legs and toes, all greater on the right. The pt is otherwise a light smoker and is on high blood pressure medications. As a result of symptoms, may be associated with silicone in the face of ruptured implant, implant removal and capsulectomy is medically necessary.